Event description:
Healthcare professional later reported right side "any creases associated with hole". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease smooth opening assessed, to a fold flaw opening. Crease/folding of implant: observed, in the device. Additional observations: wear abrasion observed, in the device.

Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, right side "any creases associated with hole". Device has been explanted and replaced.